Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that at the l4-s2 location, there was an alleged inaccuracy by a millimeter or two to the right, and intraoperative patient shift was observed. The inaccuracy was detected early in the case, resulting in a 45 minute delay. Fluoroscopy was used on the left after the inaccuracy was detected. No patient complications have been reported as a result of this event. Additional information was received. It was reported that it [the system] was noting patient movement. Additional information was received. It was reported that the procedure was open. They performed the right sided trajectories because they could visually see that it looked correct. Then performed s2¿s, but the left side trajectories the surgeon used fluoro and the help of robotic navigation to free-hand the trajectories knowing that nav was off a few millimeters. The final x-rays showed robotic placed screws were accurate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.